Manufacturer narrative:
Batch review performed on 22-may-2024: lot 140727: 25 items manufactured and released on 31-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, 25 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 10 years after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully the stem and head.